Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib/pacer stress testing, bench handling, and defibrillation cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device log for the event date was overwritten and was not able to be reviewed as part of the investigation. The clinical log was not provided. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 0-year-old patient (gender unknown), the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.